Manufacturer narrative:
(B)(4). One (1) expedium dual innie intermediate castle tightener [product code: 2797-22-550, lot no: nw104546] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that three of the four castle nut tabs was fractured at the distal tip of the device. The fractured castle nut tabs were not provided for this analysis. The fracture analysis report indicates that the fractured surfaces exhibit rough surface characteristics that extend across the entire surface suggesting the tabs underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. The hardness specification results show that this device is within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the tightener tabs becoming broken cannot positively be determined. However, the fracture analysis report indicates that the fractured surfaces exhibit rough surface characteristics that extend across the entire surface suggesting the tabs underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Three tightening lugs have snapped off. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.